Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the ise system. Fse recommended replacement of the reference valve since lack of ise reference solution being used by the ise system is indicative of valve malfunction. The reference valve was replaced. Customer confirmed that reference solution volume in the reagent bottle is showing use. There have been no further issues noted. (B)(4).

Event description:
Customer reported that the ise reference solution bottle on the au680 clinical chemistry analyzer was not showing any decrease in volume since it was installed on (B)(6) 2015. This would indicate it was not being used and potentially impact sodium, potassium, and chloride test results. Customer control recovery has been acceptable and within facility ranges. Customer stated that there have been no complaints or questions concerning any results. Customer believes that no erroneous results were reported. There has been no indication of change to patient treatment associated with this event.